Event description:
It was reported that the shock impedance was high but within normal limits. The doctor elected to reposition the electrode. Since the pulse generator was in for a couple of years already, the doctor elected to replace the pulse generator during the electrode repositioning procedure. There were no additional adverse patient effects.